Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with inconsistent capture and intermittent oversensing. The lead was capped on the right and replaced with a new lead on the left. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.